Manufacturer narrative:
Product was identified as non-genuine p&g tampon product, it was not manufactured under p&g control.

Event description:
Tampon was in the tube incorrectly as the string end was not where it was supposed to be [device physical property issue]. Product was identified as non-genuine p&g tampon product [product counterfeit]. Case narrative: consumer reported via email that the tampon was in the tube incorrectly and the string was not where it should be. No injury was reported.

Event description:
Tampon was in the tube incorrectly as the string end was not where it was supposed to be [device physical property issue]. Case narrative: consumer reported via email that the tampon was in the tube incorrectly and the string was not where it should be. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.